Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope had a foreign object/stain on the insertion tip coating. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Corrected data: d5 additional data: h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The foreign material was identified as a protein. The most likely cause for the reported event is the event can be detected/prevented by following the applicable chapters in the instructions for use: chapter 6 recommended reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedure. Chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.